Event description:
It was reported a patient experienced and was hospitalized the same day for fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The patient had not been on steroids or antibiotics prior to the fungal peritonitis. The patient was treated with an unknown antifungal (dose, frequency, and route not reported). Pd therapy was discontinued due to peritonitis. The patient was started on hemodialysis and discharged from the hospital the same month of admission. The patient was recovering from peritonitis. The cause of the peritonitis was unknown. Ten days after onset of peritonitis, the patient died due to respiratory failure. The patient had a do not resuscitate (dnr) order in place. It was unknown if an autopsy was performed. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13h20055 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.